Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2020 with blood glucose of 493 mg/dl at the time of the incident. The customer was at 335 mg/dl at the end of the call. The customer used the pump and manual injections to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed for the highs and no issues were found. The customer reported sensor glucose versus blood glucose differences. The sensor will be returned for analysis.